Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 37 mg/dl which was treated with juice and raised blood glucose up to 80 mg/dl. Customer also reported that they had transmitter issue. The insulin pump will not be returned for analysis.